Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per abstract by bellotti et al. From the 11th european hip society congress (october 2014), titled "the italian-spanish experience with cementless modular revision stem: outcome of 139 hip after an average of 5 years follow-up.": allegedly 8 patients suffered a dislocation mostly for poor muscle structures. No further information was provided regarding these adverse events. Microport is unable to determine if the event occurred in (B)(6).